Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested and received. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the patient's capsule broke. Additional information was provided by the nurse, who reported that the iol was placed in the eye and removed during the procedure. An anterior vitrectomy was performed. The procedure was completed with a different lens type.